Manufacturer narrative:
Investigation is ongoing and the results will be reported when available. The manufacturing number is (B)(4).

Event description:
A patient underwent a gynecological surgical procedure on (B)(6) 2016, during which a tvt exact implant was used. The patient subsequently experienced a urinary tract infection, leaking, and a burning sensation. Revisional surgery was performed on (B)(6) 2022, due to mesh erosion. On (B)(6) 2023, the patient underwent a left-side sling mesh removal due to protrusion. A final removal surgery occurred on (B)(6) 2025, due to intense, stabbing pain. No additional information is available.